Manufacturer narrative:
A review of the manufacturing documentation associated with lot (17560894) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a saber pta balloon catheter (2mm4cm 155) ) was inserted and inflated for the lesion. However, it ruptured at 14-atmospheres pressure (atm). There was no reported patient injury. The lesion was below the knee with heavy calcification. The device will not be return for analysis.

Manufacturer narrative:
Additional information received indicates that there is no procedural film/cd available for review. The device is not available for evaluation as it was discarded by mistake. As reported, a 2x40mm 155cm saber percutaneous transluminal angioplasty (pta) balloon catheter was inserted and inflated for the lesion; however, it ruptured at fourteen (14) atmospheric pressures (atm). There was no reported patient injury. The lesion was below the knee with heavy calcification. There is no procedural film/cd available for review. The device was not returned for analysis. A device history record (DHR) review of lot 17560894 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, lesion characteristics (heavy calcification) and procedural/handling factors may have contributed to the reported event since calcified/resistant lesions can cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the result of in vitro testing. At least 99.9% of the balloons (with a 95% confidence level) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR review nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.